Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced high blood glucose associated with an insulin set expired alert on the ilet after a recent full supply change, with teflon insets and 23-inch tubing; drops of insulin were observed after disconnecting from the site, no visible leaks were seen, and the infusion set was replaced with a fill cannula performed, while the user had consumed unannounced carbohydrates earlier. Symptoms included hyperglycemia with a peak of 314 mg/dl over approximately three hours without acute complications. Outcomes included no use of backup therapy, no ketone testing, and no medical intervention, and the user resumed insulin delivery and agreed to monitor glucose. Investigation included troubleshooting with a supply change, site replacement, and addressing the set expiration alert. Investigation of this case revealed that the hyperglycemia was consistent with a missed meal announcement and possible infusion set wear-time expiration warning, with no evidence of hardware malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-related factors, including unannounced carbohydrate intake, with the device functioning as intended after set replacement and cannula fill.